Event description:
The customer reported a leak of 1ml from inside the coulter lh 500 hematology analyzer. The leak was not contained within the instrument. There was no report of direct physical contact with the leak. The customer was wearing gloves and a lab coat at the time of the event. There was no report of erroneous results, death, injury, nor change to treatment related to this event. A beckman coulter (bec) field service engineer (fse) was dispatched to the site to evaluate the instrument.

Manufacturer narrative:
The fse found the bsv was misaligned, causing a leak during backwash; the hemoglobin (hgb) lamp unstable causing the instrument to generate hgb voltage out error messages; and a broken wire on the probe wipe switch resulting in inadequate probe rinsing . The fse aligned the bsv by replacing solenoids 18 and 19, replacing the hgb lamp, and soldering the wire to the switch to resolve all issues. (B)(4).